Event description:
The customer reported that during user initiated testing the device failed the defibrillation test displaying error code 01000 (defib bi-phase error). This error code is accompanied by the message/instruction defib failure cycel power and operation is halted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during user initiated testing the device failed the defibrillation test displaying error code 01000 (defib biphase error). This error code is accompanied by the message/instruction defib failure cycel power and operation is halted. There was no report of pt involvement. The philips fse confirmed this malfunction. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.